Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. Additionally, the c1 capacitor was shorted on the computer/analog pca. The shorted c1 caused thermal damage to the computer/analog board. The root cause for the shorted c1 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated reason. Upon evaluation, a reportable malfunction was found, monitor sn (B)(4) was unable to power on.